Event description:
Serious injury involving one person. Patient seen their optician in 2000 complaining of "something in their right eye", some eye redness, feeling slightly worse on lens removal. Pt was diagnosed with a small microbial keratitis lesion near their pupil (7.5 magnification). Pt was prescribed chloramphenicol minims every four hours. Pt returned to the optician two days later, the mik had almost totally cleared. Chloramphenicol continued for 2 more days. Pt was to return to wearing lenses in 5 days.